Event description:
Boston scientific received information that high out of range pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead. Loss of capture was also noted on the lv lead. X-ray did not show any significant issue with the lead. The patient was reportedly in a car accident in (B)(6) 2012 but it was not determined if the reported observations were related to that accident. Boston scientific technical services (ts) advised to perform a system revision. The ICD and lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.